Manufacturer narrative:
(B)(4). Unknown, assumed the 1st day of month that complaint was reported. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that the doctor was performing a trauma procedure for a gun shot wound and the first instrument used, an ecs25a, was inserted in the small bowel, near the ligament of tripe, was fired but couldn't be removed after firing. The doctor resected the anastomosis to remove the device and hand sewed the anastomosis.